Manufacturer narrative:
The device was returned not deployed. The download data shows that the device ran for 0 pulses. No issues were found that would cause the reported needle mechanism failure. The shelf mode current was measured to be out of specification. The high shelf mode current caused the voltage of the bottom and middle batteries to be lower than expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.